Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 36.5-38.5cm. Externalized conductors due to external insulation abrasions were found between 49.5 and 57.0cm from the connector pin. External insulation abrasion was found at 57.0-57.5cm from the connector pin. The etfe coating was intact at these locations. Internal insulation abrasion was found at 58-59cm from the connector pin under the rv shock coil. The etfe coating of the rv conductor was abraded. This is consistent with the reported noise.

Event description:
It was reported that during follow-up, lead noise was observed. Lead damage was noted via iegm. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.